Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reports experiencing "numbness in his tongue" and reports drinking chocolate milk to relieve his symptoms. There was no report of death, serious injury, or third party medical intervention.